Event description:
We have the puritan bennett 840 ventilators throughout the medical center. The dates listed above are the frame in which we have experienced 12 different cpu failures during ventilation. We feel that the failure rate on such a critical life support device is extremely high for such a critical failure. No deaths or injuries have occurred due to the failures. Pb has investigated these, with very little input to the actual root cause of the failures.